Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was used for a scaphoid fracture case, when the screw was inserted, the screw became stuck, the surgeon noticed that the drill bit in question was broken and broken pieces remained in the bone. There were 4 broken pieces in the bone. However, 1 broken piece could not be removed. The surgeon decided to let the broken pieces remain in the patient and finished the procedure. There was no adverse consequence to the patient. This complaint involves 1 device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; there was a surgical delay of ten minutes.